Event description:
It was reported that the patient had a loss of therapeutic effect following a fall. She fell out of a tree in february and since then she has not had pain coverage. An x-ray was taken, but the results were unknown. The patient spoke with her physician's nurse, who suggested reprogramming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).